Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacturer, 31-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issues were found. A technical support specialist checked the station and did not find any communication issues. Then sent an email to the client requesting additional information, including the visit ID and user ID. The client responded and confirmed that the case could be closed. The system functioned as intended.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user was unable to find patient details and had to use the facility search to locate them. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.